Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance due to a possible fracture, along with oversensing of noise. Clinical data further indicated that the impedance history of the rv lead showed that it jumped between high and low. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis also indicated that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.